Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other patients who were implanted with a neurostimulator. It was reported that the reporter had been ¿reading reviews and talking to other people¿ who had therapy that had been shocked and ¿a few other things by their implantable neurostimulator (ins). There were no further complications reported or anticipated.